Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a hole in the catheter, distal embolization occurred and the patient experienced hemolysis. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in an arteriovenous fistula. The thrombectomy procedure was carried out for 8 minutes and a distal embolization occurred at the distal area of the patient¿s arm. Upon removal of the device, a hole in the catheter was noticed about 10 cm from the tip. Blood was also found in the console pump tray upon removing the device from the console. The procedure was completed with a different device. The patient¿s status post procedure was good however, symptoms of hemolysis occurred 12-18 hours later and the patient was transferred to the intensive care unit.